Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. The biomedical engineer troubleshot the reported fault over the phone with ge healthcare service support. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to perform adequate mechanical ventilation, during a case. The patient was manually ventilated. There was no report of patient injury.